Manufacturer narrative:
Corrected fields- h6 codes(problem), e4. Updated fields- b4, b5, b6, b7, e3 d10, g1(contact person-mfg site), g3, g6, h11, h2, h3, h6 codes (investigation types, findings, conclusion, patient impact). A getinge field service engineer (fse) was called over the phone to evaluate the unit. The (fse) reported that while speaking to the biomed, the customer could not find any internal or external helium leaks. The issue was solved over the phone. A device history record (DHR) review was performed for this device to identify any non-conformances historically associated with the respective DHR and to establish the relationship between the manufactured device and the reported failure. Based on the evaluation results, no non-conformances were identified.

Event description:
It was reported that during routine check. Cardiosave intra aortic balloon pump(iabp) has helium leak, there was no patient involved.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) has helium leak, there was no patient harm reported.

Manufacturer narrative:
Due to character limit e1 full event site address-(B)(6). Supplemental report will be submitted upon completion of our investigation.